Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aa-4203tf intraocular lens in the right eye. However, the doctor stated that after lens insertion, the dr noticed the lens was torn. The dr had difficulty stabilizing the lens while cutting it for removal. During the additional manipulation, the capsule tore. The lens was removed, a vitrectomy was performed and an acrylic lens was implanted in the sulcus. Prognosis is "pretty good". Two-month postoperative exam, visual acuity: 20/30 - 20/40, intraocular pressure: 16 mm. The corneal edema has not cleared but pt's vision is stable. The pt is on treatment and the edema is expected to clear up. The pt is to return for a routine follow-up exam.